Manufacturer narrative:
The product is available for evaluation; however, as of to date it has not been returned. Add'l info will be submitted within 30 days upon receipt.

Event description:
The j tip of the mini guide wire was stretched and was uncoiling off the core wire. The report received from the field indicated that the avanti sheath introducer was in place, during removal of the mini guidewire, the physician noticed the j tip of the mini guide wire was stretched and uncoiling. Consequently, to be safe the physician decided to exchange the sheath for another one of a different lot. The entire system had been inspected prior to use; no anomalies were noted on the device or the package. There was no injury to the pt and a left heart catheterization was completed successfully.